Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The entire left side dbs system was explanted and results of culture not available.

Event description:
It was reported patient was suspected infection at the left extension and as such surgical intervention was undertaken wherein both the left ipg and extension were explanted and sent for cultures.

Manufacturer narrative:
B3: date of event is estimated.